Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-jul-2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, wear abrasion, brown and yellow particles in the shell and creases fold. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: moderate pain.

Event description:
Patient reported right side moderate pain. Device has been explanted and replaced.